Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient representative reported deflation against an unknown side, saline breast implant. The device has been explanted. The manufacturer of the device is unknown. Patient death occurred approximately 6 years following explant, which was unrelated to the device.